Manufacturer narrative:
In addition to changing the probe, the engineer replaced the mixers. The investigation was determined to be caused by the misaligned probe and was resolved after replacement.

Manufacturer narrative:
The field service engineer checked the system. The reagent probe was misaligned with the cuvette and fluid was running down the side of the cuvette. The probe was replaced and realigned. This event occurred in (B)(6). UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for six patient samples tested for creatinine on a cobas 8000 c 702 module. It was asked, but it is not known which specific creatinine reagent was used. No incorrect results were reported outside of the laboratory. (B)(6). The creatinine reagent lot number and expiration date were requested, but not provided.